Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The patient's blood glucose at time issue was noticed as 12mmol. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.